Manufacturer narrative:
Upon disassembly, widespread corrosion was discovered.

Event description:
The core micro drill was returned for service. Upon evaluation at the manufacturer, it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.